Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer was broken. It did not respond when meds were requested from that space. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture,10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was broken. A field service engineer found the rear drawer panels misaligned, disassembled the drawer, and resecured it to the rails, but the issue persisted, cubie pockets in rows d and e were not detected, so they were removed, the latch sensor was reseated and the inseparable latch replaced and performed preventive maintenance on the smart remote manager, then tested temperature was 42°, matching the reported value. The door opened and closed as expected, with proper detection and issue was resolved. The system functioned as intended after troubleshot by the field service engineer.